Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded as no device was returned. Date of MFR reported as (B)(4) 2008.

Event description:
While reaming the femur head, the tip of the reamer broke and remains in the pt.